Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded. The patient did not receive medical intervention. In previous report, section b5 was incorrect, correct b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found an unknown substance, which appeared to be an epoxy resin, was used to fill, or patch the damage to the device exterior. An unknown black silicone like substance, consistent with latex/silicone caulking. Severe dust-like contamination was observed throughout the entire air path, base enclosure, and all interior components, including the blower, blower box, flow manifold, iso port, air inlet seal, blower outlet seal, and pca. Some type of glue-like substance was adhered to the underside of the knob. Hair and dust-like contamination was observed throughout the humidifier enclosure and exterior, including the drybox, drybox seals, and tubing connector. Bio contamination was observed on the humidifier lid seal. Corrosion was observed on the humidifier heater pan. Mineral deposits were observed throughout the water tank. Fibrous and dust like contamination was observed on the heater plate and bottom panel. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 24 errors. The manufacturer concludes multiple contamination of silicone, epoxy resin, dust, unknown contaminant, bio contamination, corrosion, hair found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.